Manufacturer narrative:
Philip's field service engineer (fse) evaluated the device and confirmed the alleged issue. A 24 volt supply failure was identified in the device logs. The fse replaced the power supply and the unit was fully operational. Reportedly, the unit was returned to service.

Event description:
It was reported that the ventilator shutdown. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07nov2018. Date of manufacturer: 07nov2018. The power supply was returned to philips for investigation. A faulty component was identified; which prevented the power supply from operating on alternating current power.